Event description:
A surgeon reported that during surgery, the lens delivered completely upside-down. The iol was exchanged for another back-up intraocular lens following the initial implant procedure. Additional information has been received and stated that patient had 4 corneal folds.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).